Manufacturer narrative:
(B)(4).diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that transmitter failed error occurred. The reporter stated that the dexcom transmitter was not connecting with the patient¿s tandem insulin pump correctly, therefore, leading to two sensor failures. It was further reported that the transmitter eventually failed. The patient¿s tandem insulin pump was showing a red ¿x¿ on the screen and the sensors were ¿not being recognized¿. The reporter does not recall how long the patient was without cgm readings prior to getting sick. The patient also did not have a bg meter at home, therefore, was unable to test her bg via fingerstick as a back-up. The patient began vomiting for approximately 20 hours and at first, thought she had a virus. Around 9:00pm on (B)(6) 2024, an ambulance was called, and the patient was transported to the hospital. Around 1:30am on (B)(6) 2024, the patient was transported to a different hospital (reason for transfer not specified). Upon arrival to the hospital, the patient¿s bg level was 1204 mg/dl, and the patient was diagnosed with diabetic ketoacidosis (dka). The patient was admitted to the intensive care unit (ICU) and treated with an IV insulin drip. No information was provided on when the patient was discharged from the hospital. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.